Manufacturer narrative:
The biomedical engineer reported that they has a power outage and now random transmitters are intermittently going into signal loss on the central nurse's station (cns) while monitoring patients. Nk technical support advised them to check their antenna system to ensure nothing got powered off and sent them the layout of the antennas at his facility. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. We tried to contact the customer for resolution and concomitant medical device but their contact email returned as undeliverable and the contact phone number provided was for another person's voicemail and left a voicemail for them to pass the call along to the correct person who could help me with this issue. We called the hospital and spoke to the nurses and they told us to speak to him as well, and they, too, only had the phone number that was provided to us. Will wait for the customer to call back with the information. Therefore this field contains no information (ni).

Event description:
The biomedical engineer reported that they have a power outage and now random transmitters are intermittently going into signal loss on the central nurse's station (cns) while monitoring patients. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer biomed reported that this cns device was seeing random transmitters going into "signal loss". The issue occurred after the facility experienced a power outage. Nk tech support explained to the biomed what a "signal loss" event meant and needed customer's help in ensuring the antenna system was not affected by the power outage. Customer was provided with the layout of the antenna system to aid with the troubleshooting. After the initial contact, subsequent attempts to follow up with customer were unsuccessful. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: service history for this cns device shows the following: communication loss (comm loss) refers to the wired network connection between org receiver and cns. Signal loss refers to the wireless connection between transmitter and org receiver. On (B)(6) 2019 300176509 - current notification. On (B)(6) 2019 300174909 - comm loss was reported. This was caused by 16-port network switch being powered off. This is not related to signal loss issue. On (B)(6) 2018 300148932 - comm loss due to org receiver being offline. This is not related to signal loss issue. On (B)(6) 2018 300134395 - comm loss due to handshake connection needed to be re-established. On (B)(6) 2016 300052076 - not related to comm or signal loss. Service history for this facility shows this is an isolated signal loss issue. Due additional information could not be gathered from this event. The root cause of the issue could not be determined. D11 concomitant medical products: we tried to contact the customer for resolution and for the concomittant medical device but their contact email returned as undeliverable and the contact phone number provided was for another person's voicemail and left a voicemail for them to pass the call along to the correct person who could help me with this issue. We called the hospital and spoke to the nurses and they told us to speak to him as well, and they, too, only had the phone number that was provided to us. Will wait for the customer to call back with the information. Therefore this field contains no information (ni). Transmitters were being monitored on the cns. No model/serial provided.

Event description:
The biomedical engineer reported that they has a power outage and now random transmitters are intermittently going into signal loss on the central nurse's station (cns) while monitoring patients. No patient harm was reported.